Event description:
It was reported that a cadd®-legacy 1 pump exhibited a "double beep, no cassette" alarm, and also had screen damage. No injury was reported.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the pump to be in good physical condition. There was no evidence of the reported issue in the event history log. Testing was able to replicate the reported issue. The downstream occlusion sensor was replaced in order to address the problem. A root cause for the faulty sensor could not be determined.